Event description:
In 06/2002, an employee of plasmapheresis center received a call from the parent of a pt indicating that donor was found deceased in their bed by family member during the evening in 2002. An autopsy performed the next day by the county coroner's office revealed no obvious cause of death. Toxicology, microbiology, and microscopic tissue studies were taken with testing to be completed in four to six weeks. The donor's last donation occurred in 2002 and the most recent physical examination was in 10/2001. A review of the donor record file was completed and there were no unusual or abnormal findings. All lot numbers of supplies utilized during the plasmapheresis procedure for this donor were identified. Certificates of compliance are available at the donor center for the softgoods utilized in the procedure. The manufacturers were notified of this donor's death in 07/2002.